Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that they had three units that the staples were not being deployed. They only have 1 sample available to return. Packaging was discarded and do not have the lot#. It was stated that all 3 units came out of the same box. No patient harmed.